Event description:
It was reported through the patient outcome that the pump was explanted due to infection. The device operated as intended.

Manufacturer narrative:
Infection was previously reported under MFR 2916596-2022-12606. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient was admitted on (B)(6) 2023 for a pseudomonas aeruginosa infection; the source of infection was the driveline and pump pocket. The patient also had bacteremia. The infection was treated with intravenous cefiderocol and amikacin, but it was not resolved. The infected hardware was removed, and the patient would be supported for a week with a temporary device to clear the patient from an infectious standpoint. The patient later passed away on (B)(6) 2023. The cause of death was congestive heart failure. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and death. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.